Manufacturer narrative:
(B)(4).

Event description:
It was reported that the powermax elite motor drive unit was overheating during a surgical procedure. A minimal 30 second delay was noted as a result and no patient impact was noted. A backup unit was used to complete the procedure without further incident.